Event description:
It was reported to covidien on (B)(6) 2012, that a customer has an issue with tumescent infiltration pump. The customer states that pump spins at full speed without adjustment.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.